Event description:
It was reported that after a procedure, while the unit was being washed, the tip of the unit fell off.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.